Event description:
The patient was brought for left internal carotid artery aneurysm embolization. The gdc 10-2d 2-diameter synerg detection circuit was inserted through the right sheath and the physician was unable to obtain optimal placement; system was removed. On removal the coil was no longer attached to the pusher wire. The coil "unraveled" leading from the left internal carotid artery aneurysm to the patient's right groin. Cv surgeon consulted as well as radiologist, neurologist, and neurosurgeon. Cv surgeon sutured detached, unraveled coil, to soft tissue of right femoral tissue. Patient was doing well after procedure, no further complications.